Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion being treated was located in the left a/v graft vein. The physician advanced a 6.0 x 40, 40 cm mustang balloon catheter to the target lesion. Upon inflation the balloon rupture and tore circumferential rather than lengthwise. The device and sheath were removed as a unit. The procedure was completed by implanting an unknown stent. No complications were reported and the patient's was alert and orientated post procedure.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).